Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the insulin pump was delivering autocorrections when pump has 0units of insulin and no alarm getting triggered. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-397a, mmt-1884, mmt-332a. Troubleshooting was not performed, and customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-397a. Mmt-1884 was requested, and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
The thump and carelink was utilized and downloaded trace/history files properly. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was programmed with a test guardian link (3) transmitter and a 170 mg/dl glucose sensor simulator. The pump was then programmed for smartguard. The display showed the calibrate your sensor alarm properly after completion of the smartguard warm up. The pump sensor feature and the smartguard are working properly. Pump programmed with zero reservoir estimate and the pump alarmed properly and no pump delivering auto correction noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.6 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Customer alleged not confirmed for pump is delivering auto corrections when pump has 0 units insulin and reservoir is at 0 units no alarm getting triggered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.